Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a procedure on (B)(6), 2006. According to the complainant, post procedure, the patient experienced continued urinary incontinence, chronic pelvic pain, chronic bladder infections, and dyspareunia. The exact nature and date of onset for each is unknown.all other information is unknown and reportedly unavailable.